Event description:
It was reported that the patient received inappropriate therapy due to noise. It was also reported that impedance had suddenly increased to greater than 3000 ohms. Clinician is concerned that the lead has fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.